Event description:
A customer contacted beckman coulter inc. (Bci) stating that a wash concentrate bottle leaked. No injury was reported.

Manufacturer narrative:
Bci cts performed troubleshooting via the phone. The customer could not detect the location of the leak but noticed that the reagent bottle felt very warm. Cts recommended the customer to take the temperature of the area where the reagent bottle was situated and to direct the fan at air intake to improve air circulation inside hydro compartment.